Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2021 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited warnings for low impedance in the unipolar configuration and oversensing . It was also reported that the  right ventricular (rv) lead exhibited oversensing, high v-v interval sensing integrity counter (sic) count and chronic high thresholds. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.